Manufacturer narrative:
The complainant stated that the dental hygienist is feeling better now and did not seek medical attention for her symptoms. No product was returned to metrex research for evaluation. A retain sample was tested and met specifications. In addition, a review of the manufacturing records indicated that and there were no deviations in the manufacturing process and that the product met all release specifications. These investigation results indicate that this incident was not the result of a product failure. (B)(4): tested retain sample from same lot.

Event description:
On (B)(6), 2011, a complainant alleged that a dental hygienist at their dental office experienced coughing and sinus irritation while using cavicide formulated with (B)(6) fragrance to clean work surfaces and used 'patanase' (a prescription nasal allergy spray which had been prescribed prior to the occurrence of this incident) to treat her symptoms.